Manufacturer narrative:
The insulin pump motor error alarmed during rewind due to corroded motor home switch. Analysis was unable to perform displacement test and check for motor position encoder error alarms in alarm history due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and blank display. The blood glucose at the time of the incident was 288 mg/dl. The customer states that after changing the set, the pump alarmed motor error, motor position encoder error, and then went blank. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.